Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (B)(4).

Event description:
This x-ray sys suddenly stopped working during an exam. A sys reboot did not bring the fluoroscopy capability back on line.